Event description:
User facility reported a uterine perforation after using 2 disposable novasure devices. The first device was removed after encountering two vacuum alarms. The second device was removed after an unsuccessful cavity integrity assessment (cia) test. The physician performed a hysteroscopy and laparoscopy and observed a perforation. It was reported on 12/10/2007 by a medical assistant at the physician's office that no treatment was required for the reported perforation and that "the pt is doing fine."

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. Currently unable to establish a relationship or impact to the reported observation due to no product returned or serial number provided. According to the IFU under the warning section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performers a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.